Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to infection which was reported to be active (B)(6). It was noted that the patient is a double amputee and is undergoing dialysis treatment. A life vest was not an option for this patient due to the extensive scabs on his chest. No additional adverse patient effects were reported.